Event description:
It was reported that there was a possible insertion site occlusion. There was no mention of any malfunction of the reservoir. The caller did not know the blood glucose reading. No further details were provided and nothing was further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.